Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the device had no telemetry and stopped pacing. The patient's heart rate was extremely low.

Manufacturer narrative:
The device was found to have a high current drain, due to a discrepant integrated circuit.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.